Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogated with a programmer. No pacing was observed on surface and the device did not emit beeping tones with magnet placement. Boston scientific technical services (ts) discussed that the device battery is likely drained. It was reported that the patient had been lost to follow up. An invasive procedure was performed. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is in possession of the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.